Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the pads shorted error message had appeared. The remote service engineer (rse) evaluated the device remotely. It was determined that the pads shorted error message appeared because of low impedance. The customer ran the operation check and the device return to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.